Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, a cartridge alarm (cartridge alarm 1) occurred during the loading sequence. Customer's blood glucose was around 500 mg/dl which was addressed with a supply change. Customer changed all supplies successfully and resumed insulin delivery.